Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that it was observed during the device inspection, that the deflectable videoscope exhibited leakage coming from a lever. However, this was found to be non-reportable. There are no reportable malfunctions with this subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited leakage coming from a lever. There were no reports of patient involvement.